Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder bankart stabilization surgery the driver broke between the anchor and the anchor eyelet. The broken part was retrieved out of the patient. It was further reported that the anchor became detached from the driver while they were transported to the glenoid without manipulating it. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Four unpackaged ar-2923bc pushlocks were received for investigation. Visual inspection identified that two of the pushlocks were returned without peek eyelets and biocomposite anchors. The remaining two pushlocks had bent peek eyelets, and one of the two returned biocomposite anchors had cracked. The cause remains undetermined, although a probable cause is attributed to improper/inadequate bone preparation. The manner used to prepare the bone during the procedure, as well as the bone quality encountered, was not provided.